Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance greater than 2000 ohms on the right ventricular (rv) channel. Technical services (ts) recommended rv lead revision. This rv lead remains in service. No adverse patient effects were reported.